Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used as part of the (B) (6) during a stenting procedure on a female (patient age unknown, however (B) (6)). According to the complainant, the stent was placed through the scope to treat a very high lesion. The handle broke and the stent could not be deployed. The procedure was completed. Another manufacturer's stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B) (4). Fracture(s) of device/material. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).